Event description:
An inpatient esophagogastroduodenoscopy (egd) was being dilated using a balloon dilator and the balloon burst. The manufacturer response for the balloon dilator, balloon was they sent a replacement.